Event description:
A mayfield skull clamp was involved in an incident during a pt procedure. The incident was described as follows; on (B)(6), 2010, a (B)(6) old female was prepped for a minimally invasive laminectomy. The procedure was in progress approx 15 minutes when the pt's head shifted down an inch. X-rays and a neurological exam was done which ruled out any injury. The procedure continued without further incident mayfield adult ((B)(4)) pins were being used during this procedure. Stereotaxy devices were not being used during this procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.